Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Correction: h6 impact code, problem code and component code. Additional information: h6 clinical code.

Manufacturer narrative:
Concomitant medical products: 350-21-04 - tibial insert fb sz 4 lt 6mm, 350-01-04 - talar implant sz 4 lt, 350-10-04 - ankle sz 4 locking clip.

Event description:
It was reported via clinical study, that the 73 yo white male patient noticed swelling, fluid drainage, and pain on and around the ankle and skin graft site. Infection present, leading to removal of implant. The patient was revised on (B)(6) 2020. The patient¿s outcome was last known as resolved on (B)(6) 2021.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h6. MDR section codes updated/corrected: b, c, d, e. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.